Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the nursing staff that the patient was admitted for worsening heart failure. The patient was given IV diuretics.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported heart failure could not be conclusively determined. The instructions for use lists right heart failure as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that there were no alarms or issues with the pump. The patient's admission was due to the underlying heart failure and the patient was discharged back to home after this admission.